Event description:
Related manufacturer report number: 2017865-2023-93989. During a remote follow up, an alert for charge time limit reached was received from the device. A device exchange is anticipated but has not yet been performed. Additionally, technical support was contacted and confirmed the charge time limit reached notification. Technical support also noted noise resulting in oversensing on the right ventricular (rv) lead. The patient was stable and will continue being monitored.